Event description:
Boston scientific received info that the pt went to the emergency room. Upon evaluation of the pacing system, loss of right ventricular (rv) lead capture at maximum outputs was noted. It was also noted that the sensing had decreased over the last few weeks from 8.5 to 2.8mv, however impedance measurements remained stable at 300 ohms in both unipolar and bipolar configuration. The auto capture feature was on in the device and the device had gone into retry. The field representative also noted that when reviewing the daily measurements in the device, retry occurred four months earlier. A chest x-ray did not reveal any significant findings. The device was reprogrammed to aair. An email was sent to the field representative in an attempt to obtain the conclusion of this event. No additional info is currently available. If additional info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.